Event description:
Caller reports, the pt tested 3.3 inr on the coaguchek xs system and 4.4 inr on a comparison lab. Coumadin adjusted based on the lab reading. No adverse event reported. Requested return of suspect system and replacement sent.